Event description:
It was reported that the flow rate was only 0.4 l/min during patient cooling on the arctic sun device, so the patient body temperature dropped to 33°c against the setting body temperature of 34°c. The temperature improved with the new pad. Per follow up on 23jun2020, it was stated that the patient was able to complete the therapy after switching the pads. The pads were scheduled to be sent in for quality check.

Manufacturer narrative:
The reported event was unconfirmed, as the problem could not be reproduced. The device would not fail to meet the relevant specifications. The product used for the treatment purposes. The product was not related to the reported failure. Visual evaluation of the returned sample noted that one opened (original packaging present), neonatal arctic gel pad kit present. Visual inspection of the pad surface noted that there was no obvious visible defects such as cuts or tears in the foam were observed. Visual inspection of the clear connectors noted that there was no visible chips or deformities at the ends of all connectors were observed. A kink was present on one of the pad lines near the pad line connector. The kink was manually aspirated before testing the sample. The original liner was in place on the returned sample. The flow rate was found to be acceptable for the returned pad. (Acceptable range > 2.4 l/min. M2). No hydrogel peeled off the pad when separated from the liner. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"indications for usethe arctic sun® temperature management system is athermal regulating system, indicated for monitoring andcontrolling patient temperature in adult and pediatricpatients of all ages.contraindications¿ there are no known contraindications for the use of anon-invasive thermoregulatory system.¿ do not place the neonatal arcticgel¿ pad on skin thathas signs of ulcerations, burns, hives or rash.¿ do not remove the fabric release liner of the neonatalarcticgel¿ pad and expose the hydrogel.¿ do not place the neonatal arcticgel¿ pad hydrogel onimmature (non-keratinized) skin or premature babies.¿ while there are no known allergies to hydrogelmaterials, caution should be exercised with any patientwith a history of skin allergies or sensitivities.warningdo not place the neonatal arcticgel¿ pad over transdermalmedication patches as warming can increasedrug delivery and cooling can reduce the drug delivery,resulting in possible harm to the patient.cautions¿ federal law restricts this device to sale by or on theorder of a physician.¿ the neonatal arcticgel¿ pad is only for use with thearctic sun® temperature management system.¿ this product is to be used by or under the supervision oftrained, qualified medical personnel.¿ the clinician is responsible for determining theappropriateness of use of this device and the usersettableparameters, including water temperature, foreach patient.¿ due to underlying medical or physiological conditions,some patients are more susceptible to skin damagefrom pressure and heat or cold. Patients at riskinclude those with poor tissue perfusion or poor skinintegrity due to edema, diabetes, peripheral vasculardisease, poor nutritional status, steroid use, or highdose vasopressor therapy. If accessible, examine thepatient¿s skin under the neonatal arcticgel¿ pad often;especially those patients at higher risk of skin injury.¿ skin injury may occur as a cumulative result ofpressure, time and temperature.¿ possible skin injuries include bruising, tearing, skinulcerations, blistering, and necrosis.¿ do not place bean bags or other firm positioning devicesunder the neonatal arcticgel¿ pad.¿ do not place any positioning devices under the padmanifolds or patient lines.¿ if warranted, use pressure relieving or pressurereducing devices under the patient to protect fromskin injury.¿ do not allow urine, stool, antibacterial solutions or otheragents to pool underneath the neonatal arcticgel¿pad. Urine, stool and antibacterial agents can absorbinto the pad hydrogel and cause chemical injury, skinirritation, and loss of pad adhesion over time. Replacepads immediately if these fluids come into contact withthe hydrogel.¿ do not place the neonatal arcticgel¿ pad directly overan electrosurgical grounding pad. The combination ofheat sources may result in skin burns.¿ if needed, place defibrillation pads between neonatalarcticgel¿ pad and the patient¿s skin.¿ the neonatal arcticgel¿ pad is non-sterile for singlepatient use only.¿ do not place pads in the sterile field. If used in asterile environment, pads should be placed accordingto the physician¿s directions, either prior to the sterilepreparation or sterile draping.¿ do not reprocess or sterilize.¿ use pads immediately after opening.¿ do not store pads in opened pouch.¿ the neonatal arcticgel¿ pad should not be puncturedwith sharp objects. Punctures will result in air enteringthe fluid pathway and may reduce performance.¿ the neonatal arcticgel¿ pad must be replaced after120 hours (5 days) of use.¿ do not allow circulating water to contaminate thesterile field when lines are disconnected.¿ discard used neonatal arcticgel¿ pad in accordancewith hospital procedures for medical waste.directions1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on thepad. Avoid placing the patients over the manifoldsor other high pressure locations. The rate oftemperature change and potentially the finalachievable temperature is affected by pad surfacearea coverage, placement, patient size, and watertemperature range.2. The pad surface must be contacting the skin foroptimal energy transfer efficiency.a) if desired, the center section of the pad can bewrapped around the patient¿s torso and secured inplace using the velcro tabs provided.¿ if this option is in use, ensure that the edges of thepad are away from articulating areas of the bodyto avoid irritation.¿ place pads to allow for full respiratory excursion.(e.g. Ensure free movement of the chest andabdomen are guaranteed).¿ the pads may be removed and reapplied if necessary.¿ pads should be placed on healthy, clean skin only.3. Due to the small patient size (1.8 - 4.5 kg;4.0 - 9.9 lb) and the potential for rapid patienttemperature change, it is recommended to use thefollowing settings to the arctic sun® temperaturemanagement system:¿ water temperature high limit: =40°c (104°f)¿ water temperature low limit: =10°c (50°f)¿ control strategy: 24. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb)it is recommended to use the patient temperaturehigh and patient temperature low alert settings.5. Place a core patient temperature probeand connect to the arctic sun® temperaturemanagement system patient temperature 1connector for continuous patient temperaturefeedback. A rectal or esophageal temperatureprobe is recommended.6. Verify patient core temperature with anindependent temperature probe before and atregular intervals during use.7. Attach the pad¿s line connectors to the fluid deliveryline manifolds.8. See arctic sun® temperature management systemoperators manual and help screens for detailedinstructions on system use.9. Begin treating the patient.10. If the pad fails to prime or a significant continuousair leak is observed in the pad return line, check theconnections, then if needed, replace the leaking pad.once the pad is primed, assure the steady state flowrate displayed on the control panel is appropriate.the minimum flow rate should be 1.1 l/m.11. When finished, purge water from pad."corrections: d10, h3.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the flow rate was only 0.4 l/min during patient cooling on the arctic sun device, so the patient body temperature dropped to 33°c against the setting body temperature of 34°c. The temperature improved with the new pad. Per follow up, it was stated that the patient was able to complete the therapy after switching the pads. The pads were scheduled to be sent in for quality check.